Event description:
It was reported that during second bed check in at approx 1:15 a.m., upon entering room certified nurse aide (cna) found pt face down, head between side rail and mattress with rest of body on floor. Cna moved pt to floor while calling for help. Body cold and mottled, no pulse. Pt deceased. Family, physician and coroner notified. User facility denies that this report or info submitted herein constitutes an admission that user facility or employees thereof caused or contributed to a reportable event.